Manufacturer narrative:
Device evaluation: it was indicated that the iol is not being returned for evaluation as it was discarded. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. No nc/ER was found as part of the manufacturing record review. Historical data analysis: a search of complaints revealed that three (03) additional complaint folders were found as part of this production order (po) number. Although these complaint issues reported are related, the issue could not be confirmed as related to manufacturing. Based on chr results, no escalations are required. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the pre-loaded pcb00 plunger did not eject pcb00 intraocular lens (iol) correctly and the lens was damaged. Iol is not available for return as it was discarded. Through follow-up, additional information was received confirming the iol was partially inserted. There was no unplanned incision enlargement, no serious patient injury, no unplanned suture(s), and no unplanned vitrectomy. The same procedure was completed successfully using a dcb00 19.5 iol. No further information is available.